Event description:
The lay user/pt contacted lifescan alleging that the product was prompting the error 5 message, which was unresolved with troubleshooting. There were no allegations or harm or injury.

Manufacturer narrative:
The lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings. The meter involved in this case failed testing. The meter was found to have pin 2 of the strip port connector lifted. If any add'l info is available, the FDA will be notified in a second f/u report. At this time, we consider this matter closed.